Event description:
Pt had rt shoulder arthroscopy on shoulder (B)(6) 2012. Pain care 3000 was used. A second surgery was done on the lft shoulder on (B)(6) 2007. Use of pain pump for this surgery is unknown. Pt alleges glenhumeral chondrolysis.